Event description:
Patient reported having gum issues and bleeding with pain. They report having gum recession and bleeding each morning on both top and bottom teeth and jaw pain with tooth pain/discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.